Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported having a hard time finding a program that worked for them since implant. Pt said the trial worked great, but they hadn't had much luck with the ins and had met with reps several times. Pt said their last meeting was on april 10th and got 3 new programs. Pt said they had wonderful results with group a finally (pt did notice they had to charge more frequently) but then suddenly the settings kept going down to 0. Pt would increase them back up, but it was like the stim wasn't working. Pt switched to b but b wasn't working at all so they moved to c. However group c also went down to 0 so pt increased stim back up to where they thought it was, but then software problem appeared (1-intellis, 2-3.6, 3-4048, 4-device model sm.c). Pt did not know if they had adaptivestim programming. Pt reset controller during the call and confirmed software problem was gone. Pt unlocked controller and was on group c, intensity 4.2. Pt checked parameters and confirmed adaptivestim was turned on. Pt turned adaptivestim off to see if that prevented the settings from dropping down to 0. Pt went back to a on the call and setting was at 0. Pt increased up to 9.8, which they thought was where they were at before. Pt said adaptivestim was still off. Pt would monitor programming now. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.